Manufacturer narrative:
A ge service representative performed an onsite investigation. The mcu (master control unit) control panel was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that they were unable to move the c-arm using the joystick. No patient injury was reported.